Event description:
It was reported while before use on six occasions the bd angiocath plus¿ i.v. Catheter 20ga x 1.16in catheter was torn. This occurred six times. The following information was provided by the initial reporter: "catheter tube is torn."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while before use on six occasions the bd angiocath plus¿ i.v. Catheter 20ga x 1.16in catheter was torn. This occurred six times. The following information was provided by the initial reporter: "catheter tube is torn".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-aug-2022 h6: investigation summary three samples with open packaging were received by our quality team for evaluation. One sample was received from lot 1111450 and two samples were received from lot 1298048. The samples were subjected to visual inspection to check for catheter damage. No catheter damage was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.